Manufacturer narrative:
Correction data: d4.

Event description:
Healthcare professional reported that a patient received a coolsculpting elite treatment to the lower abdomen, flanks, chin and chest with their curve 150 and flat 160 applicators and presented with "discoloration and mild tenderness" on the lower abdomen, flanks, and chest. The events were noticed after years treatment and are not device related. Later, healthcare professional reported "patient experiencing hypopigmentation". Healthcare professional reported "area is not getting worse nor improving". Coolsculpting treatments were reported as completed on (B)(6) 2022, and (B)(6) 2023. The patient is being evaluated by a dermatologist, and opzelura has been mentioned as a possible treatment option.

Manufacturer narrative:
In this case, the onset date for hypopigmentation in the areas treated with coolsculpting (cs) is reported as 21-feb-2023, with cs procedures completed in 2022 and 2023. The event remains present, prescription medication has been recommended as a treatment option, and there has been no report of improvement years after the cs treatments. Therefore, this is being reported as a serious injury. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported that a patient received a coolsculpting elite treatment to the lower abdomen, flanks, chin and chest with their curve 150 and flat 160 applicators and presented with "discoloration and mild tenderness" on the lower abdomen, flanks, and chest. The events were noticed after years treatment and are not device related. Later, healthcare professional reported "patient experiencing hypopigmentation". Healthcare professional reported "area is not getting worse nor improving". Coolsculpting treatments were reported as completed on (B)(6) 2022, and (B)(6) 2023. The patient is being evaluated by a dermatologist, and opzelura has been mentioned as a possible treatment option.